Manufacturer narrative:
The product associated with this reported event was not returned for exam. A search of the complaint database did not show any other reports against the lot code. The investigation could not draw any conclusions about the reported event; however, provided info states poor device alignment was found at revision surgery. Poor device alignment could contribute to device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.

Event description:
Pt revised for loose tibial tray and malpositioned tibial tray.